Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding other unknown patients receiving intrathecal pump therapy. The consumer reported "I know they've had trouble with the pain pumps stalling" stating, "I read it on the internet it's happened to multiple people." The consumer also stated, "my doctor told me he's had several other patients whose pumps have stalled." The patient was unable to provide further information on the other stalled pumps.